Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the male luer disconnected from the luer locking cannula female luer and blood IV fluids leaked on to pt's bed. Customer reports the pt was very agitated throughout the night and moving around a lot of which was probably a contributing factor to the disconnection. Event occurred in the pediatric unit. There was no pt harm or medical intervention. No further pt/event info is available.